Event description:
It was reported that the previous sensor session was continuing. The sensor was inserted into the abdomen, which is off label usage of the device, on 11/26/2025. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).